Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified below knee artery. A 2.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres for 30 seconds. The device was removed without any issue and the procedure was completed with a different device. No complications reported and patient was in good condition post procedure.